Event description:
A customer reported the equipment's footswitch was not responding during the procedure. The footswitch was exchanged to complete the case. There was no impact to the patient. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).